Event description:
The neuro balloon catheter did not ship to the integra sales rep the day of the scheduled surgery. The pt had already been prepped for surgery and was under anesthesia. The surgeon was registering the brainlab when the sales rep arrived at the hosp without the product. The surgeon performed the surgery anyway without delay and used a fogarty catheter in place of the neuro balloon catheter.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.